Event description:
On (B)(6) 2009, pt reported he noticed a little moisture inside the infusion device's cartridge chamber. He stated there were no cracks or leaks of insulin in his system. Pt reported the amount was not an amount that he could pour out. He stated it just looked like condensation. Advised him to dry the infusion device out with a soft cloth. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.